Event description:
During an in-clinic follow-up, premature battery depletion was reported on the device which was observed to have reached elective replacement indicator (eri). Abbott technical support reviewed the session records and reported the battery longevity appeared within normal limits and could not rule out overestimated at a previous follow up visit. The device was explanted and replaced as it was at eri and will be returned for analysis to determine if the battery premature depleted. The patient was stable.

Manufacturer narrative:
The device was returned for a diagnostic anomaly. The field reported a discrepancy in the longevity projections. The device was tested on the bench and was revealed to be normal. Additionally, the device was revealed to be within estimated longevity. The device¿s battery voltage adc (analog to digital converter) function was tested and was revealed to be normal. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near elective replacement indicator (eri), was not determined.